Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 9 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Visual examination determined that the balloon was not folded, indicating that the device had been subjected to positive pressure. Per pcb2cm specifications, the rated burst pressure for this device is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. Leakage of di water was observed from a balloon pinhole located approximately 3 mm distal to the distal markerband. Visual inspection revealed no damage to the tip or blades. All blades were present and securely bonded to the balloon surface. Visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 9 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.